Event description:
It was reported that the bd connecta¿ stopcock did not connect well to the 3-way valve's rotating cap, causing it to loosen and leak during use. The following information was provided by the initial reporter, translated from german to english: the three-way-valve has a rotating cap that guarantees a safe connection. Due to security reasons in the ICU, we need new products to have this rotating cap as well. Otherwise could the bd connecta 3-way-valve loosen and cause leakages and false connections, which threatens patient safety.

Manufacturer narrative:
Investigation: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ stopcock did not connect well to the 3-way valve's rotating cap, causing it to loosen and leak during use. The following information was provided by the initial reporter, translated from german to english: the three-way-valve has a rotating cap that guarantees a safe connection. Due to security reasons in the ICU, we need new products to have this rotating cap as well. Otherwise could the bd connecta 3-way-valve loosen and cause leakages and false connections, which threatens patient safety.